Event description:
The customer reported that the system would exhibit an audible popping noise and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray tube and calibrated the collimator and the filament as well as the iris. The system was tested and found to be working as intended and put back in service.